Manufacturer narrative:
The device was received partially deployed with the formed needle extending past the needle well. The exposed needle was observed to be bent. It could not be conclusively determined when this damage occurred as the device was received with the formed needle exposed and already bent. Upon removing the top housing, the needle mechanism and the slide retract failed to retract completely. The exposed, bent needle caused the needle mechanism from not fully retracting after opening the pod. Inspection of the environmental seal found damage that indicated the formed needle had deployed into the environmental seal. The needle mechanism deployed as intended after resetting the device and manually rotating the ratchet gear. The soft cannula was also observed to be damaged due to the formed needle deploying into the environmental seal when it first deployed. The formed needle deploying into the environmental seal is a result of the pod chassis sub assembly being incorrectly installed into the bottom housing. This incorrect installment of the pod chassis sub assembly resulted in the cannula assembly failing to deploy as expected.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that that cannula did not deploy during the activation process. The pod was not worn. Details regarding treatment were not reported.